Event description:
It was reported that the pump declared a cartridge change error, which prevented the caller from successfully loading a new cartridge onto the pump. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support, the issue could not be resolved, and the customer was escalated to csa for further troubleshooting. The customer switched to an alternate method of insulin delivery and was provided with a replacement pump after no issues were found with the cartridge load process. The replacement pump included updated software, and the customer was instructed on returning the faulty pump while ensuring a smooth transition to the new device.